Event description:
It was reported that the during vlift cage surgery, the surgeon assembled the cage to the expander. The surgeon inserted cage using hammer. The surgeon prepared the height of the cage during insertion. And more the cage was inserted. When the surgeon tried to adjust the height of the cage again, the surgeon found that the knob of the inner shaft is rotated. The surgeon found that the inner shaft of the expander broke at the part of knob.

Manufacturer narrative:
Method: device evaluation and manufacturing review.results: no relevant issues were identified in the manufacturing records. The vlift expander was confirmed to have a fractured draw rod upon visual inspection of the returned device. The event occurred during surgery while the device was being impacted.conclusion: the plausible root cause of the reported event, based on materials analysis, is a user applied cantilever load.

Event description:
It was reported that the during vlift cage surgery, the surgeon assembled the cage to the expander. The surgeon inserted cage using hammer. The surgeon prepared the height of the cage during insertion. And more the cage was inserted. When the surgeon tried to adjust the height of the cage again, the surgeon found that the knob of the inner shaft is rotated. The surgeon found that the inner shaft of the expander broke at the part of knob.